Event description:
Pressure sensor alarm. The device was received by infusystem for investigation. Device history record was reviewed, no issue has been found. Device history log of volumat mc agilia ca ((B)(4)) could not be downloaded, no review possible. Issue reported by the customer was confirmed by infusystem. When loading tubing, pump does not recognize the set. Cause of this issue was a defective downstream pressure sensor. Investigation also found that the lcd screen had no backlight. Lack of backlight is an issue that happens gradually. Thus these parts were replaced to resolve the issue. The device was cleaned and tested post repair per quality control checklist and reportedly functioned as intended and was released for further use.

Event description:
Pressure sensor alarm.